Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope failed leak test during reprocessing. Upon inspection and testing of the device, surface damage was noted on the probe. There was no harm or user injury reported due to the event. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, leak was noted from the distal sheath, and surface damage was noted on the probe, with exposure of glue underneath. It was also noted that the glue on the bending section cover was cracked. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the damaged surface on the probe likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.